Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level and lost consciousness. The customer thought the pump was the cause of the low bg. The customer was hospitalized and treated with glucagon. The customer was discharged the same day and was using insulin pens for insulin therapy. The customer declined to troubleshoot to determine a possible cause of the event.